Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the x-ray was not possible. Review of log file indicated problems with the hand switch. Upon evaluation, the rse confirmed that the footswitch or hand switch was pressed by the customer accidently during start-up. The customer restarted the system. After restarting, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The footswitch or hand switch was pressed by the customer accidently during start-up and the issue was resolved by restarting the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported tp philips that no x-rays were allowed on the allura xper fd20 system. Upon evaluation it was determined that the foot pedal or hand switch was pressed by accident during the start-up. The complaint device was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.